Manufacturer narrative:
Correction to the initial MDR in blocks: b2 and h6.

Event description:
It was reported that the clinical study patient , a4070 combo study, experienced a post-dural puncture headache that was moderate in severity following a previously reported revision procedure, medwatch report 3006630150-2020-05654. An epidural blood patch was administered and the patient was hospitalized. The event was assessed as possibly related to the procedure and not related to the device.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 7072807.

Event description:
It was reported that the clinical study patient, (B)(6) study, experienced a post-dural puncture headache that was moderate in severity following a previously reported revision procedure, medwatch report 3006630150-2020-05654. An epidural blood patch was administered and the patient was hospitalized. The event was assessed as possibly related to the procedure and not related to the device.